Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 10 weeks ago. It was reported that the patient returned for a routine follow up and the CT scan demonstrated that there was an infolding of the stent graft rings upon themselves in the proximal section of the bifurcated stent with a type I endoleak present. No intervention has been performed. Films pre-implant show a thrombus filled neck and aaa. The proximal neck diameter is approximately 20mm (flow lumen), and the aaa measures 7cm (3cm flow lumen). Post-implant films show that the posterior section of the aortic body is infolded approximately 8mm, and there is a proximal type I endoleak. The stent graft diameter at the proximal graft margin measures approximately 21 x 25mm. It appears that the infolding may have been due to device oversizing in the proximal neck.

Manufacturer narrative:
(B)(4). (Film), inherent risk of procedure (endoleak), incorrect technique/procedure (stent graft was oversized), operational context contributed to event (stent graft was oversized).